Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2019, patient underwent a watchman left atrial appendage (laa) closure procedure. Complete seal was noted with deployed diameter of 25mm. The same day, transesophageal echocardiogram implant evaluation revealed a 5 mm pericardial effusion. The following day, patient was discharged with aspirin and clopidogrel. No further information is known at this time.